Manufacturer narrative:
The reported events were lead dislodgement, failure to capture, low r-wave amp variation and low pacing impedance. As received, a complete lead was returned in one piece with the helix found retracted and clogged with dried blood/tissue. After cleaning, the helix can be extended and retracted by applying torque directly at the connector pin. The full helix extension length was measured within specification. The reported events of failure to capture, low r-wave amp variation and low pacing impedance were not confirmed. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual and x-ray inspections of the lead did not find any anomalies except for procedural damage.

Event description:
It was reported that the right ventricular lead was repositioned on (B)(6) 2023, due to patient discomfort. Following revision, the patient presented to the emergency room experiencing chest pain, shortness of breath, and a shocking sensation. The lead was failing to capture. Sensing amplitude and pacing impedance also dropped. Imaging was inconclusive, but dislodgement was suspected. The lead was explanted and successfully replaced. The patient was stable and asymptomatic.